Manufacturer narrative:
The computer was returned for product analysis. The computer boots normally to the application screen. The spine program starts and runs normally. No unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to perform a system check out and found that the system passed all the tests. A component was replaced, but there was insufficient information to determine a cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the screen became unresponsive. It was noted operation of both the mouse and touch panel was not possible. The issue was resolved be a system reboot, however the issue recurred. The system was rebooted again and was able to be used without further issue, and the procedure was completed successfully. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.